Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/26/2025, a distributor reported via email that two ar-3638 knotless fibertak devices malfunctioned during use. Each time the surgeon attempted to pass the repair suture back to the anchor, the device broke at the same location. As a result, the two anchors were not used. This was discovered during a procedure, with no reported patient harm. Additional information was received on 09/03/2025: this issue occurred during a shoulder instability procedure performed on (B)(6) 2025. The case was completed using two ar-3638 knotless fibertak devices from the same lot. The procedure was delayed by approximately 15¿20 minutes, with no additional anesthesia administered. No components broke off in the patient, and no adverse effects were reported. No photos were taken.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to improper surgical technique during the knotless mechanism conversion process, improper bone preparation, misalignment insertion and/or excessive force used during suture passing/tightening /tensioning.